Manufacturer narrative:
Baxter received and evaluated the device. Review of prior servicing indicates this is a repeat service event. The direct cause of the previous servicing was the ultrasonic sensor being out of specification and was replaced. All service actions were completed during the last service cycle. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion alarms constantly which was reproduced. A review of the event history log identified upstream occlusion alarms. The cause was determined to be ultrasonic sensor was out of specification and failed calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion alarms constantly. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.